Manufacturer narrative:
Per updated information a replacement lens has been implanted. Claim # (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon noted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -10.00 tore/broke during loading on (B)(6) 2023. The damage occurred during loading. The lens was not implanted. On (B)(6) 2024 a backup lens was implanted into the right eye (od) and the problem was resolved. Status of the eye: "ras". Cause details provided "implant decline" claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm, vicm5_12.6, -10.00 diopter implantable collamer lens tore/broke during loading. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).